Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a "check sensor" error message on the same of wearing the adc freestyle libre sensor. The customer was unable to monitor his blood glucose and experienced unspecified hypoglycemia symptoms. On (B)(6) 2020, the customer had contact with a healthcare professional and received an unspecified dose of insulin and metformin as treatment. There was no report of death or permanent impairment associated with this event.